Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Expiration date: the expiration date was incorrect in the initial medwatch report. Therefore, the UDI was also incorrect. The date and UDI have been updated accordingly. The device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary ==> the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The active tip was found detached from the shaft. An investigation was performed with the manufacturer with the following result: the photographic evidence in this case shows the complete separation of the active tip appears to be consistent with previous devices investigated under CAPA. The likely root cause can be attributed to mechanical fatigue, due to either extended activation or overloading of mechanical forces. Previous atl UK complaint investigations show extended use is the main contributing factor for this type of failure mode, where the suction tube erodes at the juncture between itself and the active tip resulting in the tip detachment seen in the photos. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would contribute to the complained device issue. This product issue is already being addressed by depuy quality system. Further investigation and assessment are covered under the CAPA in our quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.

Event description:
It was reported from australia that during an unspecified surgical procedure, it was discovered that the faceplate on the vapr coolpulse90 electrode device was not sitting flush with the handpiece. The reporter indicated that they assumed there would be wires connecting the faceplate to the handpiece and informed the surgeon that it should be safe to remove. However, the faceplate detached and remained in the tissue while being withdrawn from the patient. After some adjustments, the faceplate was located and successfully removed from the patient. It was reported that the fragments generated were removed. There were no delays to the surgical procedure and the surgery was completed successfully. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D10: concomitant med products and therapy dates: handpiece device, (B)(6) 2024. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.